Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was experiencing power issues. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 4 am on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). In response to the alleged meter issue, approximately 3 weeks prior to contacting lifescan, the patient increased her dose of insulin to 60 units. A few weeks after the alleged meter issue began the patient developed the symptom of "sweaty". She denied receiving any treatment in response to this symptom. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. The csr was unable to confirm that the patient was using the correct test strips but could confirm that the meter would not power on via either their insertion into the device or through pressing the power button. Based on the information provided by the patient the meter batteries required replacement; however she did not possess viable replacements. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.